Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the valve and additional hardware parts, which were not specified, as a part of the preventative maintenance procedure. (B)(4).

Event description:
The customer reported receiving erroneous patient results for the ion selective electrode (ise) chemistries on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.